Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo13.7 -13.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event was reported as unknown.